Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow up, rv lead noise was observed. Insulation anomaly was suspected. The patient will be monitored.